Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead tip and helix were intact. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately one week post implant, a system evaluation noted that the threshold measurements of this lead had increased from the value recorded at implant. X-ray imaging was negative for lead migration and/or displacement. The physician elected to surgically intervene and reposition the lead to the apex however, threshold values showed no improvement and the physician explanted and replaced the lead. The explanted lead was returned for analysis. No resulting adverse effects. Another lead was implanted without complication.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that approximately one week post implant, a system evaluation noted that the threshold measurements of this lead had increased from the value recorded at implant. X-ray imaging was negative for lead migration and/or displacement. The physician elected to surgically intervene and reposition the lead to the apex however threshold values showed no improvement and the physician explanted and replaced the lead. The explanted lead is intended to be returned for analysis. No resulting adverse effects. Another lead was implanted without complication.